Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. An intermacs report was received which indicated "lv thrombus at inflow cannula." (B)(4).

Manufacturer narrative:
The manufacturer was unable to confirm the report of thrombus in the inflow cannula as the explanted pump was not returned for analysis. Several attempts for product return were made with no response from the hospital, and no further information regarding the event was provided. A review of the manufacturer¿s complaint history found no prior, or further, issues relating to this event. The manufacturer¿s device tracking records indicated that the patient received a heart transplant after approximately 4½ months of support on the lvad. No further related issues were reported prior to the transplant. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the information available, and due to the pump not being available for analysis, a root cause for the reported event could not conclusively be determined. Device thrombus is however listed in the instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system (lvas). No further information is available. The manufacturer is closing its file on this event.